Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). It was confirmed that the touchscreen passed all of the flex cable resistance testing. Initially, the touchscreen failed during the diagnostics but pass functional testing. The touchscreen then displayed misaligned touch points which was able to be resolved with the calibration of the touchscreen. The touchscreen then passed all diagnostics and functional testing. No issue was confirmed to be found.

Manufacturer narrative:
It was reported that the touchscreen was unresponsive. The v60 was replaced with another device. An onsite service was performed and the reported issue was unable to be duplicated. The touchscreen was replaced for preventative action. The reported issue was unable to be duplicated. The touchscreen was replaced for preventative action. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
H10: (B)(6). E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the touchscreen was unresponsive. The v60 was replaced with another device. The investigation is ongoing.